Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issue. The legal manufacturer performed an investigation. The suspect device was not returned to olympus and an evaluation could not be performed; therefore, a conclusive root cause could not be identified. Based on the available information, the investigation determined the following possible causes of the reported event: 1 - the operator activates the footswitch during generator booting (temporary error caused by user action). 2 - a defective footswitch (temporary error). 3 - a defective footswitch (temporary error, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent error). 5 - a defective hvps board (permanent error). 6 - a defective generator board (permanent error).

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed that a user facility's olympus esg-400 generator generated an "e433" restarting error code. There was no patient injury or harm, associated with the problem, reported to olympus.